Event description:
It was reported that balloon rupture occurred. The totally occluded target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 2.0mm x 220mm x 150cm, otw coyote¿ balloon catheter was advanced for dilation; however, the balloon ruptured at 14 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).